Manufacturer narrative:
Analysis of the pump revealed high battery resistance. Interrogation of the pump determined it was used to infuse fentanyl 30.0 mg/ml at 14.985 mg/day, baclofen 0.4 mg/ml at 0.19980 mg/day ,bupivacaine 12.0 mg/ml at 5.994 mg/day, clonidine 0.1 mg/ml at 0.04995 mg/day.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The pump was replaced on (B)(6) 2016.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (30 mg/ml at 0.18 mg/day), clonidine (0.1 mcg/ml at minimum rate), bupivacaine (12 mg/ml at minimum rate), and baclofen (0.4 mg/ml at minimum rate) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that a critical pump alarm was heard and telemetry confirmed a low battery reset alarm was occurring. The patient had withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.